Event description:
It was reported that balloon rupture occurred. A 3 mm x 20 mm x 144 cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient compilations were reported.